Event description:
The MFR rec'd info alleging a ventilator would not power on. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's sys board will be replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.